Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application analyzer marker channel was not sensing any atrial activity. The electrograms (egm) was displaying a clear signal and the p-wave measurement was changing between 1.0mv and 1.5mv. The atrial lead was connected to the analyzer cables and the cables were connected to the base station. The leads were then connected to the implantable device to test the atrial lead using the implantable device. The p-waves were measuring the same as the egm. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.